Manufacturer narrative:
It was reported that an ilet user experienced a persistent ¿restart 41¿ alert indicating an insulin shaft rewind error immediately after attempting to change supplies, with multiple restarts not resolving the condition. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery and the need for device replacement. Investigation included customer troubleshooting and education, confirmation of device serial number and shipping details, and instructions to sync data and return the device after shutdown. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.

Event description:
It was reported that an ilet user experienced a persistent ¿restart 41¿ alert indicating an insulin shaft rewind error immediately after attempting to change supplies, with multiple restarts not resolving the condition. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery and the need for device replacement. Investigation included customer troubleshooting and education, confirmation of device serial number and shipping details, and instructions to sync data and return the device after shutdown. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.